Event description:
It was reported that the customer had been experiencing low blood glucose levels for the past two to three weeks, and the mother felt that the insulin pump was delivering boluses that were not being programmed. The mother was unable to troubleshoot at the time of the call. It was stated that the matter would be discussed with a supervisor, and the mother would be called back the next day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.